Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor tracing was showing large complexes as well as normal complexes. It was suspected that the episodes were false because some complexes were visible through the noise. The device remains in use. No patient complications have been reported as a result of this event.